Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specifications. Unit was monitored for one day. No unexpected black display or display anomalies were noted. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window. Under the freedom of information act.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen on the customer's insulin pump went black. The insulin pump was reportedly not in use for several months. Upon attempting to use it again, the screen would be black, on and off. The customer's blood glucose was 9.5 mmol/l. The customer was reportedly advised to discontinue use and revert to a back-up plan. Nothing further was reported.